Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2013-08849 and 2134265-2013-08904. It was reported that an automatic pullback failure occurred. An ilab ultrasound imaging system was used, however the motor drive unit was unable to perform automatic pullback and the sled was not working. No patient was involved in this event.